Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The cause of the aneurysm enlargement is unknown. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion). As the date of the aneurysm enlargement is unknown, the date gore aware about this event (B)(6) 2020 will be used as an event date for the ctag complaint.

Event description:
On (B)(6) 2015, a patient underwent endovascular treatment of a penetrating atherosclerotic ulcer (pau) occurred at zone 3 using a conformable gore® tag® thoracic endoprosthesis (tgu312610j/(B)(4)). On an unknown date, imaging revealed that the diameter of the aorta became approximately 45mm (enlargement more than 5mm). The physician elected to monitor the patient. On (B)(6) 2020, a patient underwent endovascular treatment of a newly occurred a penetrating atherosclerotic ulcer (pau) at the descending aorta aneurysm using a gore® tag® conformable thoracic stent graft with active control system (ctag-ac) and a gore® dryseal flex introducer sheath. Reportedly, the procedure was provided to treat only an ulcer. No treatment was performed for an aorta enlargement. The patient tolerated the procedure.